Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2a11z, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported they just had a second surgery because the first one didn't work. Pt clarified they had their lead replaced and "put on another nerve" but reported they were still having bladder and bowel incontinence. Pt stated this has been the same issue that has been going on since date of implant and was not resolved by lead replacement surgery on december 7th. Pt reported they had diarrhea in public and they wet their pants. Pt increased stimulation from 0.9v to 1.2v and confirmed feeling stimulation comfortably in bike seat area. Pt will monitor symptoms now that change was made and will increase stimulation more as needed if not seeing an improvement.  Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting.